Manufacturer narrative:
The complained product has been returned and evaluated. A visual and functional evaluation confirmed that silicone remained on the carrier paper, resulting in reduced adherence. The root cause has been determined as a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instructions for use. A documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. This investigation is now complete, with corrective actions in place, which is currently under effectiveness review. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. Case (B)(4).

Event description:
It was reported that, during the set up for treatment, when the carrier of an opsite flexifix gentle 5cmx5m was removed, much of the silicone adhesive removed with the carrier and did not remain on the film, so it could not be used. It is unknown how the treatment was continued. No delay or harm to the patient was reported as a consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.